Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facilities maintenance replaced the trend cylinders to repair the bed.